Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to a false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. Should additional information become available, a follow up MDR will be submitted.

Event description:
The patient contacted baxter?s technical service center regarding a high drain 101/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, during drain 1. The technical service representative (tsr) had the patient press stop and go. The hcp went to close all clamps. The tsr had the patient end therapy and cycle the power. The patient stated he was starting over with new supplies. The tsr had the patient check the therapy log. On (B)(6) 2012 at 04:15 the therapy was completed. The initial drain volume equaled 214ml, the last fill volume equaled 0ml, the total fill volume equaled 4530ml, the total drain volume equaled 5011ml, the average dwell time equaled 2:13, the cycle 1 dwell time equaled 2:13, the average drain time equaled 0:35, the cycle 1 drain time equaled 0:35, the total ultrafiltration (uf) equaled 481ml, and the cycle 1 uf equaled 481ml. The tsr asked the patient if he turned off the machine after cycle 1 and the patient stated yes. The log showed 1 bypass. The tsr asked the patient what he bypassed and the patient stated he was not sure. The log showed 0 manual drains. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported event. The rn stated that she believed everything was resolved. The rn stated she just saw the patient yesterday and he was doing fine. There was no patient injury or medical intervention associated with this event. The patient has been continuing therapy on the cycler successfully.